Manufacturer narrative:
Update to h6: investigation findings update to h6: investigation conclusions.

Event description:
According to the facility on (B)(6) 2024 there was a delay in suctioning the patient as the yankauer wouldn't "properly connect to the suction tubing".

Manufacturer narrative:
According to the facility on (B)(6) 2024 there was a delay in suctioning the patient as the yankauer wouldn't "properly connect to the suction tubing". Per the facility the device was being used "in preparation for intubation" and "yankauer was connected to suction tubing and suction turned on then placed at head of bed". Per the facility the device was tested prior to use and the suction was "turned to highest setting for max suction". Per the facility the "patient aspirated, required bronchoscopy to remove aspirated material". Per the facility the patient has expired. The device was not saved for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Multiple lot numbers were provided by the facility and were listed as: 26023120010 and 48623120001.